Event description:
Portion of the screw was broken off during insertion. Broken fragment was removed from the joint. Screw provided the fixation needed to complete the case. No pt injury was reported to have resulted from this situation.